Manufacturer narrative:
Product ID neu_recharger_acc, serial# unknown; product type recharger. (B)(4).

Event description:
Additional information was received on december 18th indicating that the device was returned on monday. The battery was overdischarge when it was sent. It was not used with a patient.

Event description:
It was reported that when an attempt to charge the implantable neurostimulator (ins) was done and still in the box they encountered a power on reset (por) message on the recharger. They were able to charge the device normally and it was not overdischarge just discharged. The ins was currently charging at 25%. Additional information was received seven days later indicating that they did not see a por message and wanted to know what to do with the ins. The manufacturer representative was instructed not to start clock until they could potentially use the battery. The ins was charged and did not show a por in current state. 2014 (B)(4). Additional information was received indicating that the por error code was 0x2618. It was noted that the ins was not short dated or anything else. The manufacturer representative was prepping this ins for a backup in a case and it wouldn¿t charge. The ins was charged up and got the por message.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the ins (s/n (B)(4)) found the ins was received new in the box and was confirmed to have overdischarged well before the use by date of 28-jun-2015. After pmr recovery, it was found that the implant bit was not set (still in shipping mode) and further testing showed that the ins battery would deplete from full to overdischarge in two weeks. The rapid battery discharge while the ins was in shipping mode was caused by excessive current due to a leaky "bplus hold" tantalum capacitor c43 on the hybrid circuit.